Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the scope exhibited image noise. There was no patient involvement.

Manufacturer narrative:
This report is being submitted for correction. Corrected field: h11 due to damage on the charge coupled device unit, a noise in the image occurred. Based on the results of the investigation and previous investigations, reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of the reported malfunction is component failure.

Event description:
No new information received from the customer.